Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for lead revision. It was stated that the right ventricular lead had fractured. The lead was capped and replaced. The patient was doing well post operation.